Event description:
It was reported that after 38727 joules and 4 minutes and 15 seconds of use, the physician observed the laser beam firing straight out the end of the fiber (end firing). The fiber was exchanged for a second fiber to complete the procedure. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that after 38,727 joules and 4 minutes and 15 seconds of use, the physician observed the laser beam firing straight out the end of the fiber (end firing). The fiber tip was not cleaned during the procedure. The fiber was exchanged for a second fiber to complete the procedure. There was no clinical consequence to the patient.